Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for expulsion could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: predictors of rehospitalization after percutaneous edge-to-edge mitral valve repair by mitraclip implantation.

Event description:
This is being filed to report the clip detachment. It was reported through a research article identifying mitraclip that may be related to clip detachment. Specific patient information is documented as unknown. Details are listed in the article: predictors of rehospitalization after percutaneous edge-to-edge mitral valve repair by mitraclip implantation. No additional information was provided.